Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was verified and the lcd display was replaced to remedy the reported malfunction. The device was recertified. The lcd display was returned to zoll medical us; the reported malfunction was confirmed. Analysis for reports of this type has not identified an increase in trend.